Event description:
The customer stated that the hcu 30 unit would not regulate the temp properly and melt ice quickly. No patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provide product failure investigation, analysis and resolution for the device described in this report. The defective actuator on main side of the hcu 30 unit was replaced by a maquet field service technician. The system was successfully tested to factory specification. A supplemental medwatch will be submitted as soon as additional information becomes available.